Event description:
It was reported that the patient experienced a return of symptoms and the patient was admitted to the hospital. Pump logs were read and looked normal; no alarms were heard or seen. It was noted that the patient had a urinary tract infection (uti) three weeks prior to this report that had gotten worse. At the time of this report, it was unknown whether the patient had any volume discrepancies or whether there had been any falls or trauma. Giving a therapeutic bolus to see if the patient responded and dye studies were discussed. The device system was used to deliver gablofen. It was later reported that the patient experienced spasticity. The root cause for the return of symptoms and uti was unknown. Pump logs indicated that the patient had refills on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. As of (B)(6) 2013, the low reservoir alarm date was (B)(6) 2013 and the estimated elective replacement indicator (eri) was 64 months. It was later reported that the patient had a history of chronic utis and poor bladder emptying. As of (B)(6) 2013, the patient was ¿noted to be stable¿.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).